Event description:
A hospital in (B)(6) reported via our distributor that an rt134 non-heated adult breathing circuit did not pass the servo-I ventilator leak test. This was reported prior to use.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit kit was returned to the manufacturer for evaluation. The returned complaint device was pressure tested and submerged in a waterbath to test for leaks. Results: the pressure test revealed a leak in the breathing circuit. The water bath test identified the leak to be at the connection between the lid and bowl of the water traps of both the inspiratory and expiratory limb. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the leak was caused by a failure in the seal between the water trap bowl and lid of both water traps. The water trap of the breathing circuit consists of two parts where the lower part can be removed during use for draining water. The water trap leak was located at the seal between the water trap bowl and the water trap lid on the inspiratory and expiratory limb. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use. The user instructions that accompany the rt134 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms. (B)(4).